Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, customer was using apidra insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose (bg) was over 600 mg/dl with high ketone levels. Manual insulin injections were used and fluids were consumed to address bg. Reportedly, the elevated bg caused a skin infection break out. The customer reverted to manual injections for insulin therapy.